Manufacturer narrative:
B5: additional information was received indicating at least four (4) events occurred on a spectrum iq pump with a flow rate 200-300ml/hr. H4: the lot was manufactured between october 27, 2023 and october 28, 2023. H11: the actual devices were not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the samples with no issues noted. A simulation run was performed on an in-lab spectrum pump with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of underinfusions occurred during the use of clearlink, paclitaxel sets during infusion. It was observed that there were multiple incidents of taxol infusing too slow and running 30 minutes to 1 hour longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.